Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The event was a revision surgery. The reason of the revision is unknown. The primary surgery used the humelock ii reversed system. During the revision surgery, the surgeon explanted the ø40 centered glenosphere and the size 10 cementless stem. Then, he implanted a size 08 cemented stem and a ø36 centered glenosphere.